Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer treated high blood glucose with a manual injection. Customer had a no delivery alarm during a bolus. Troubleshooting was performed and issue was resolved by an infusion set change. The products were not returned for analysis.